Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. During the implant procedure the device passed in the primary vector however, failed auto set up due to low r waves. The device was repositioned to a lower position, more of an inferior position. The next morning the patient failed auto-setup in all vectors. Technical services discussed option of trying to find a better vector, looking at the device and electrode position, or possibly implant a transvenous system. It was noted that the patient was not defibrillation threshold (dft) tested at implant. Subsequently, this system was explanted, and the patient was implanted with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. During the implant procedure the device passed in the primary vector however, failed auto set up due to low r waves. The device was repositioned to a lower position, more of an inferior position. The next morning the patient failed auto-setup in all vectors. Technical services discussed option of trying to find a better vector, looking at the device and electrode position, or possibly implant a transvenous system. It was noted that the patient was not defibrillation threshold (dft) tested at implant. Subsequently, this system was explanted, and the patient was implanted with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.